Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin delivery was suspended due to sensor glucose vs blood glucose difference. Customer's blood glucose level was 134 mg/dl and sensor glucose value was 40 mg/dl. Sensor value that triggered the suspend on low/suspend before low event was 40 mg/dl. The device will not be returned for analysis.